Manufacturer narrative:
A3b: gender: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was deployed at 10:50 a.m after a left lower extremity angio-seal in right common femoral artery, and there was no evidence of bleeding post op. The patient was discharged from the facility at 12:50 p.m. On (B)(6) 2024. At 6 p.m. That same night, the patient was doing activities, playing with dog, and the patient called the facility due to a swelled groin, was instructed to call 911, and was taken to the hospital. On exam there was a palpable pseudoaneurysm. A computerized tomography angiography (cta) was performed, the pseudoaneurysm was confirmed with extravasation, and surgical management was performed. The patient was sent to medical cardiovascular intensive care unit (cvicu). There are no further updates on patient status. The event results did result in patient injury and medical/surgical intervention was needed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 11jun2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. There were no multiple sticks performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been not following the recommended postoperative guidance resulting in a closure issue postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).